Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and there was no broken conductor observed during visual inspection. The instrument passed the electrical continuity test. The instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had broken black conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. When the issue occurred the surgical task performed was working on the duodenum. There was full cable breakage observed. The customer found broken wire and replaced it with back up instrument. There was no arching observed during the procedure. There was no fragment fall inside of the patient¿s anatomy.